Event description:
Complaint rec'd that the head left siderail would not latch. No injury alleged.

Manufacturer narrative:
Technician found the bed in hall. Found the head left siderail would not latch as it was full of fluid. Cleaned siderail latch mechanism to resolve the issue.